Manufacturer narrative:
Ge healthcare¿s investigation has completed and the root cause was determined to be worn set screws that mount the collimator to the mounting collar. The mounting interface can rotate, and the screws have suffered wear over time due to multiple rotation maneuvers over approximately 30 years. When the collimator detached and fell it was damaged beyond repair. There are no collimator replacements available as the compact 300 was announced end of service life (eol) in 2014. No further actions are needed.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed. Due to country specific privacy laws, patient information is not available. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2017, the technologist at (B)(6) hospital in (B)(6) stated that during a wall stand chest radiographic exam using the compact 300 system, the collimator detached from the tube column. The collimator detached as the technologist was angulating for patient positioning. The collimator fell and struck the table and then fell to the floor. The collimator did not impact any person so there was no injury related to this event.